Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient a loss of therapy, further stating that symptoms were back like they were before the patient had the implant put it. Patient reported no falls or trauma. Patient checked with the health care professional (hcp) and was told to call the manufacturer. Patient said they were on program 3 at 2.5 and said stimulation was too high so they lowered it to 2.2v and it still did not help their symptoms. Patient was helped move from program 3 to program 4 but they could not talk on phone and use the patient programmer (pp) at the same time so patient said they would increase stimulation after talking on the phone. Patient called back at and said they realized they needed to change batteries in their pp so they did, and said they were able to increase stimulation to 1.5v, further saying it was comfortable and they were going to try that setting. Patient stated that they were not on any medications except for antibiotics for their eyes as they had cataracts. Patient said otherwise they were very healthy and energetic and they walk a lot. No further patient complications were reported/ anticipated as a result of this event. Additional information was received. The patient reported that they had implant surgery done on (B)(6) 2017. It worked wonderfully for 2 months, but now wasn't working anymore, their condition was as bad as it was before. Patient thought they get it put in and it works for 2 months, then it didn't work anymore. They didn't get any benefits from all they had been through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient indicated they had the device for urinary reasons. Patient stated for the first 2 months it worked wonderfully, but then it stopped working and they were not getting any benefits at all and they were very unhappy. Patient reported that after their last call, when they increased amplitude it ended up being too strong for them and was uncomfortable and pulsating so they decreased it to 2.0. Patient leaked all morning and it was happening in the shower, they had to put a pad in right away and they leaked all day long. Since this time the patient had seen their managing physician and a rep came and cleared everything out and reprogrammed, however the patient was still experiencing a lack of therapeutic effect. If the patient had the money they reported they might have the device removed. Therapy expectations were reviewed and the patient was directed to their managing physician to address any lingering concerns. Patient stated they did not take any medications and they were very active/walks a lot and they were not overweight. Patient indicated they had only tried programs 3 and 4 and wondered if they could try changing programs. It was reviewed they should discuss this with their physician.